Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphoplasty spinal therapy. The initial surgery took place on (B)(6) 2025, due to screw loosening caused by an l1 vertebral fracture. After posterior decompression and fixation for an l3 vertebral fracture, a revision surgery was performed because of l1 screw loosening. In the initial operation, fixation was performed from l1 to l4 it was reported that after mixing the cement and filling the cement delivery device, cement leakage was observed from the point where the thickness of the device tip changes. Fm was inserted into bkp, th12 and l2 for the l1 vertebral body. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the revision surgery is not due to the medtronic products malfunction.

Manufacturer narrative:
D1, d4: product identifiers are unknown. G2. Country of origin is japan g4: 510(k)# is unknown. H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.